Manufacturer narrative:
The other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and head/brain injury. The pump contained lioresal [2000 mcg/ml] at a dose of 600 mcg/day. It was reported the patient had fluid collection under the spinal incision site. It was unknown what environmental/external/patient factors that might have led or contributed to the issue. An ultrasound showed fluid collection. The spinal segment of the catheter was removed and replaced on (B)(6) 2017. The issue was resolved at the time of the report. The patient status at the time of the report was alive ¿ no injury. No further patient complications were reported.